Event description:
It was reported that the pump touchscreen became unresponsive on the lower portion of the display, preventing device unlock and a supply change, and the screen was visibly cracked from the left side toward the bottom center. Symptoms included no injury. Outcomes included the user¿s inability to operate the device and the need for device replacement. Investigation included a review of the event details and device history and collection of return information. Investigation of this case revealed damage consistent with a broken or cracked display rendering partial touch functionality nonresponsive. It was concluded that the event was attributable to physical damage of the screen.